Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.0/1.00/017 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2020. No patient injury was reported. On (B)(6) 2020 the lens was explanted, the reporter stated " they explant the lens, switch it and implant correctly." Problem resolved, patient is happy.